Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure, after removing the 24 fr rf3 sheath, a dissection was noted in the right common iliac artery. The dissection was treated with a 10x60 mm ev3 stent. Post stent placement angiography revealed a good result. The right femoral artery was closed in the usual sterile fashion. This patient's access vessel diameter was 8.0 mm, overall vessel calcification was severe, and tortuosity was noted to be mild.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. However, despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. The minimum lumen diameter for the rf3 (24fr) sheath is 8 mm. In this case, the minimum luminal diameter (mm) for the vessel was 8.0 mm; there was severe calcification and mild tortuosity. It is likely that patient factors (borderline vessel size and severe calcification) along with procedural considerations contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no corrective actions are required.

Manufacturer narrative:
Per additional information received from the edwards clinical specialist, the minimum luminal diameter (mm) of vessel at dissection location was 8.0 mm, vessel calcification and tortuosity was described as moderate. There was nothing abnormal noticed while inspecting the device prior to use. There was no difficulty encountered during insertion or removal of dilators. However, according to the surgeon removal of the sheath from the patient was "slightly tight". It is likely that patient factors (borderline vessel size and severe calcification) along with procedural considerations contributed to the reported event. This information does not change the previously submitted conclusion for this case.